Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient's ventricular tachycardia (vt) was slowed with appropriate anti-tachycardia pacing, the rhythm appeared to continue beneath the detection rate due to possible undersensing on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.